Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
At the patient's six month follow-up visit, left bundle branch block was observed.

Manufacturer narrative:
Corrected date: correction on the MFR received date of the initial MDR submission to 12/23/2016 not 12/16/2016.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in (B)(6) of patients and the need for permanent pacemakers in (B)(6) of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Based on the information received, the cause of the event cannot be determined; however, patient factors and surgical technique may have contributed to the event. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a clinical patient experienced an arrhythmia event, five days post implantation of an 23mm aortic valve. As reported, when the patient was going from atrial fibrillation to sinus rhythm had a heart pause of 17 seconds. A pacemaker was implanted, the event was classified as indeterminable if device related. The outcome was noted as being resolved. The device remains implanted.